Event description:
The surgeon had performed partial knee arthroplasty procedures using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2013. On (B)(6) 2014 a different surgeon performed a revision to a total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. Further investigation is ongoing, and a supplemental report will be filed when additional information is obtained.